Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle, distal end cover, and suction cylinder exhibited foreign matter. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found that the water removal ability did not meet the standard value due to clogging of nozzle, and that the plastic distal end cover had foreign matter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was at the nozzle, and the plastic distal end cover. There was no damage to the area where the foreign material was detected, and it is unknown if reprocessing was conducted in accordance with instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the field service engineer. Olympus will continue to monitor field performance for this device.